Manufacturer narrative:
No sample received.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received via medical records on 21dec2022, the patient has experienced mesh erosion, dyspareunia, vaginal and abdominal pain and urinary problems, vaginal vault prolapse, urinary incontinence, mixed incontinence, arthritis, anxiety, depression, cystocele, rectocele and required additional surgical and non-surgical interventions.